Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during the procedure.

Manufacturer narrative:
Alleged failure: cib brandon onsite blurry po# (B)(4). Delay: 2 minutes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be loose components inside the distal and/or proximal end of the scope causing the image of the scope to become blurry. This may have occurred as a result of rough handling during product transport and/or sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a blurry image during the procedure.